Manufacturer narrative:
Product event summary: analysis found that the device did not start up and the main board was defective. The main board needed replacement. It was also noted that the bail covers were broken and the ring was bent. The bail covers and ring were replaced. The device was checked, calibrated and cleaned. The device then passed all tests. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the device experienced an unknown failure. A functional check was requested. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.